Event description:
In the beginning of 2022 I noticed a lump in my right breast. Subsequently, a mammography determined that my mentor smooth silicone implant had ruptured. In (B)(6) 2023 I had to undergo surgery to remove the implants. The operating plastic surgeon confirmed that the implant on the right was ruptured. I originally had the mentor implant placed in 2007 for cosmetic reasons. In the time leading up to surgery, I experienced fatigue, headaches, joint and muscle pain, hair thinning, skin problems. I would like to report this to the FDA because I believe that the manufacturer mentor does not accurately report breast implant failure rates and the "lifetime guarantee" suggests the implant will last through a life span of the patient. Reference report: mw5146226. Second mammography on (B)(6) 2023 and report by operation surgeon confirmed implant failure.